Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2024, medtronic received notice of a device/product legal hold notification about individual claimants. The claimants were hospitalized for 15 days. Claimant experienced nausea and vomiting for at least one day and was admitted to hospital with diabetic ketoacidosis and was treated in the ER and suffered a 3-minute pea (pulseless electrical activity), which was treated with epinephrine. Claimant had hyperkalemia which led to abnormal EKG, and secondary to diabetic ketoacidosis. Claimant was infused with insulin and sodium bicarb infusion due to severity of acidosis and also done fluid resuscitation. Claimant was suffered from acute respiratory failure, secondary to metabolic acidosis. Claimant was passed away due to possible myocardial infarction. Troubleshooting was not performed. It was unknown whether the pump was used within 48 hours and whether the auto mode feature was active at the time of the event. No further patient complications were reported. No product return was required for unomedical. No product return was required for mmt-332a. No product return was required for mmt-1780kpk.